Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump¿s history and trace files downloaded successfully using thump software. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 131 (line number= 643 file number= 121) fatal alarm confirmed in the history files/traces on 08/05/2025 16:40:05.000. The sc1-cap was attached and locked into place properly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor home switch and force sensor. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to pump error 131. Pump error 131 (processor error) was generated on main mcu not receiving rtc interrupt from motor mcu- suspecting the hw as per the software r&d pump analysis log. Pump error 131 alarm confirmed due to hardware error. Confirmed moisture damage to motor assembly, pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 131. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The pump did not show any signs of damage. No harm requiring medical intervention was reported. Instructed customer to revert to backup plan per healthcare professional instructions. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.